Manufacturer narrative:
The technician found no problems with the siderail latches. The alleged failure could not be duplicated.

Event description:
The account alleged that a patient fell out of the totalcare when the left intermediate siderail did not stay latched. The account did not report a patient injury but stated a caregiver was injured. The account declined to release any additional information.